Manufacturer narrative:
Section a2: mean patient age at the time of iol exchange was 57.6 ± 6.7 years (range: 42¿69 years). Section a3: 12 female and 1 male patients. Sections a4, a5: information unknown/not provided. Section b3: date of event: exact dates not provided. Article acceptance date is october 7, 2022. Section d4: model number: unknown, as the serial number was not provided. Section d4: catalog number: unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a - implant date: unknown/not provided. Section d6b - explant date: unknown/not provided. Section h3 - other (81): the implants were not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Section h6 -health effect - medical device problem code 3191: unspecified issue causing patient symptoms. Citation: al-shymali, o.; alió del barrio, j.l.; mcalinden, c.; canto, m.; primavera, l.; alio, j.l.; multifocal intraocular lens exchange to monofocal for the management of neuroadaptation failure; al-shymali et al. Eye and vision; https://doi.org/10.1186/s40662-022-00311-4 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: multifocal intraocular lens exchange to monofocal for the management of neuroadaptation failure a retrospective case series was done to evaluate visual, refractive, quality of vision, visual function and satisfaction of multifocal intraocular lens (mf-iol) exchange with a monofocal iol (mnf-iol) in dissatisfied patients following mfiol implantation. This included 13 patients (n=26 eyes) that underwent mf-iol exchange. After mf-iol explantation, the mnf-iol (alcon brand) was implanted into the capsular bag in 17 eyes, and in the sulcus in nine eyes. One patient (patient 2) was implanted primarily with an amo rezoom nxg1 (mf-iol) in the study, which was explanted after 9 months and had mnf-iol exchange due to neuroadaptation failure. Patients experienced a combination of different complaints, and it was hard to point out one neuroadaptation failure symptom causing the complaint. The decision to proceed with explantation was based on significant patient complaints relating to poor quality of vision and/or quality of life (e.g., dysphotopsia, glare, halos, starbursts, etc.) Caused by the implanted lens and in the absence of any residual ametropia or anatomical findings that could justify such symptoms (e.g., dry eye, posterior capsule opacification, etc.). It is unclear however, if it was our device or the other devices in the study that was implanted in the eyes which had all these events. There were no further interventions reported. A copy of an extract from the article is provided with this report.